Manufacturer narrative:
H10: manufcaturing review: the device history records were requested and reviewed. The lot met all release criteria and no manufacturing related issues were identified. Investigation summary: one trek power driver was received for evaluation. Product packaging and label were returned and product information was verified with tw. The device appeared to have residue on the variable speed trigger. No visual anomalies were noted to the device. During functional testing, the trigger was pulled and it was noted that the motor continues to rotate after releasing the trigger. The device was then disassembled by removing the trigger seal. It was noted that no silicone was observed within the trigger seal. The trigger was pulled once more and it was noted the motor brake engaged properly. Also, an electronic video was provided and reviewed. The video is approximately 00:05 minutes long. The video shows one trek power driver laying on a flat surface. The trek power driver trigger and hex head are visible. The user is seen depressing the trigger and the hex head begins to rotate. The user is seen releasing the trigger yet the hex head continues to rotate. A second attempt is initiated by the user, the user depressing the trigger and the hex head begins to rotate. The user releasing the trigger yet again the hex head continues to rotate. Therefore, based on the video review and returned sample evalaution, the investigation is confirmed for the reported mechanical jam as the trek power driver hex head continued to rotate after release of the trigger. The definitive root cause for the reported mechanical jam (trek power driver hex head continued to rotate after release of the trigger) was due no silicone within the trigger seal. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiration date: 05/2028), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone biopsy procedure, device allegedly had mechanical jam. There was no reported injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone biopsy procedure, device allegedly had mechanical jam. There was no reported injury.